Manufacturer narrative:
Lot number - 19b028 and 19d020 three (3) single-use devices were received for evaluation. One (1) of the devices was received for evaluation attached to a non-baxter red luer cap. Visual inspection revealed fluid inside the bag that contained the device. When the device was removed from the bag, the cause of the fluid was found to be an untightened red luer cap. A functional leak test was performed by filling the device with water and manually tightening the red winged luer cap. During and after fill, no signs of a leak were observed from the device. Functional testing was also performed using an in-house blue winged luer cap. During and after fill, no signs of a leak were observed from the device. The reported condition was not verified. The device was found to be conforming product. For the other two (2) returned devices, visual inspection revealed fluid inside the bag that contained the devices. When the devices were removed from the bag, the cause of the fluid was found to be an untightened blue winged luer cap. A functional leak test was performed by filling the devices with water and manually tightening the blue winged luer caps. During and after fill, no signs of a leak were observed from the devices. The reported condition was not verified. The devices were found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of lots 19b028 and 19d020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 5 </noe> malfunction events. It was reported that five (5) small volume folfusors were leaking prior to patient use. One (1) of the devices was leaking from the fill port as the cap would not properly close. Four (4) of the devices were leaking from unspecified locations. There was no patient involvement. No additional information is available.